Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to tachycardia, diabetic ketoacidosis and blood glucose level of 600 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, an unexpected reset occurred. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly the customer reverted to manual injections for insulin therapy.